Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Parity error occurred on (B)(6) 2015.

Event description:
It was reported that the patient underwent radiotherapy and after the therapy it was noticed that the device had a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.